Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the brush tip was stuck inside the suction cylinder. Based on the results of the investigation, the probable root cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope, with no reported complaint. During the evaluation of the device, it was observed the brush tip was stuck inside the suction cylinder. There were no reports of patient involvement.